Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported via user facility medsun report: " patient had a total abdominal colectomy, end ileostomy. Patient is seen by home care nurse approximately 10 days later and she refers patient to ed[emergency department] for what she believes is an abscess. Patient is admitted and on the following day undergoes a luq drain placement. No complications were noted at that time. Approximately 6 hours later, the nurse on the floor notes the drain to be leaking around one of the small white connector pieces. Surgical pa is notified and ir is contacted. Unable to simply replace the broken pieces, the patient returns to ir for exchange of drain the next day replaced with same drain type. No leak noted in second drain. Nothing about the patient influence the drain issue. The drain will likely increase the patients length of stay."

Manufacturer narrative:
Investigation summary: a review of the documentation, quality control, manufacturing instructions, and specification was conducted during the investigation. During the investigation, it was found out that the rpn associated with this complaint device is now obsolete. The most recent work for this device was completed on 21feb2006 with instructions not to use the device after feb2009. The user facility used the device on (B)(6) 2017 (after the date of expiration). Based on the available information, the exact root cause of this event is related to product handling and user error as the device was used after expiration.